Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported while attempting to obtain results from an I-stat e3+ cartridge, the customer was sprayed with blood, when the latch opened.